Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported they need more alignment on their lower incisors. The aligners causing blisters, they have since they started with the aligners. Aligners are with in normal limits for fit. Patient could us additional lower alignment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.